Event description:
It was reported that the right ventricular (rv) lead had potentially fractured and exhibited high pacing impedance, increased sensing integrity counter (sic) and noise noted on the rv tip to the rv ring electrode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited non-capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.